Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure for benign prostatic hyperplasia, at 5 minutes after starting the procedure, the fiber got burned. Due to this, another fiber was used but it burned too. Due to this, the procedure was rescheduled while the patient was sedated under general anesthesia. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia. 2 of 2

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure for benign prostatic hyperplasia, at 5 minutes after starting the procedure, the fiber got burned. Due to this, another fiber was used but it burned too. Due to this, the procedure was rescheduled while the patient was sedated under general anesthesia. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia. 2 of 2.